Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements and pacing impedance measurements less than 200 ohms on the atrial channel. A revision procedure was performed and this device was removed from service and replaced. The associated atrial lead was also removed from service. No additional adverse patient effects were reported.